Manufacturer narrative:
(B)(4). Technical support engineer instructed the customer to swap the liquid crystal display (lcd) panel and to call back if additional troubleshooting is required.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.